Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter system broke off. The following information was provided by the initial reporter: after insertion and done delivered, white locking tubing, clear tubing broke off from yellow piece.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter system broke off. The following information was provided by the initial reporter: after insertion and done delivered, white locking tubing, clear tubing broke off from yellow piece.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of catheter broke / separated after placement were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter system broke off. The following information was provided by the initial reporter: after insertion and done delivered, white locking tubing, clear tubing broke off from yellow piece.

Manufacturer narrative:
H5: corrected from no to yes.